Event description:
Healthcare professional reported rupture and seroma-late. The device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Lump/nodule: unable to observe as it is a medical event not related to the device seroma-late: unable to observe as it is a medical event not related to the device additional observations: missing shell observed assessed as inconclusive. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture and seroma-late. The device has been explanted. This relates to the left side.